Event description:
It was reported that the cable broke as the surgeon was tightening it. Another cable was used with to complete the surgery with no complications. No patient complications were reported.

Manufacturer narrative:
Visual review confirms cable breakage. Microscopic examination of the cable identifies bend in the cable with strand damage both above and below the breakage. The angle and location of strand breakage is consistent with the cable coming in contact with a sharp corner during tensile loading. Microscopic examination of the individual cable strand fracture surfaces reveal fairly flat fracture surfaces, with a surface angulation consistent with shear overload. Fracture surfaces containing varying degrees of damage and mechanical smearing. Additionally, several strands appear to show necking, consistent with tensile overload. This suggests initial failure due to shear, thus weakening the cable, placing increasing tensile stress on the remaining intact strands until ultimate tensile failure the above observations suggest initial failure due to shear, thus weakening the cable, placing increasing tensile stress on the remaining intact strands until ultimate tensile failure.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.